Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During evaluation, testing showed the air/water chamber had water trapped in it due to the obstruction of the air/water nozzle. Examination of the device showed the insertion section adhesive was chipped, cracked and cloudy; switch button 2 was scratched; the image guide protector was scratched; the universal cord protector was scratched; the distal end cover was dented; and the connecting tube was scratched. The customer was contacted for more information in response to the foreign material found in the nozzle. The customer reported that the device was cleaned prior to return and the device's air/water nozzle was flushed with detergent solution and the nozzle was wiped. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
A company representative reported on behalf of the customer that the evis lucera gastrointestinal videoscope had low flow from the air/water nozzle. The customer reported the issue was identified during inspection for use. Intended unspecified procedure was completed . The device was returned for evaluation. During testing, the issue was confirmed; air/water volume did not meet specifications. The reported issue was caused by foreign material found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation (foreign material). No adverse effects to patient reported.